Event description:
I recently switched to the dexcom g7 for my continuous glucose monitor. I have had four instances of sensor failure in the past three months. This has happened overnight, causing me to go without any alerts if I were to experience low blood sugar, which can be life-threatening. I am making this report because I did not have nearly as many issues with the dexcom g6. I am concerned about the reliability of the dexcom g7.